Event description:
Per the audiologist, the patient was hospitalized for approximately 15 days due to an ear infection which led to explantation of the device (date not reported). More information has been requested but was not available at the time this report.

Manufacturer narrative:
Device not available for analysis. Reimplantation is not planned as of the date on this report. (B)(4). Device not available for analysis.

Manufacturer narrative:
(B) (4).